Event description:
Customer reported that pump battery was depleting too quickly, leading to a shutdown. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Technical support informed the customer that battery depletion was normal based on their settings and usage, and the customer acknowledged this information.